Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:0345794 . Medical device expiration date:2022-05-31. Device manufacture date:2020-12-10. Medical device lot #: 0316376. Medical device expiration date: 2022-04-30 . Device manufacture date: 2020-11-11. Medical device lot #: 0072519 medical device expiration date: 2021-08-31. Device manufacture date: 2020-03-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ lithium heparinn (lh) 95 usp units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: I am reaching out to you because the lithium heparin tubes has a defect! The tubes aren't filling up as they should be. Short draws which is causing tnp's for our employees.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: I am reaching out to you because the lithium heparin tubes has a defect! The tubes aren't filling up as they should be. Short draws which is causing tnp's for our employees.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10